Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after resecting the colon in a colectomy end to side anastomosis procedure, the cartridge was released from the tissue. When the nurse tried to return the cartridge to neutral position, the cartridge did not straighten. The indicator for the handle flashed green. The indicators for the adapter and the cartridge were illuminating. The status indicator flashed blue. After changing the battery, the cartridge moved as usual and was able to be disconnected, so the procedure was continued without taking further measures. The surgical time was extended by less than 30 min. There was no patient injury.